Event description:
It was reported that the patient experienced an inadequate stimulation. No device malfunction was suspected. The patient underwent a spinal cord stimulator (scs) system replacement procedure and was doing well postoperatively. The explanted products were discarded per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in may 2025. Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8216500 model: sc-8216-50 serial: (B)(6) batch: 16954427 / 16902514 UDI: (B)(4) product family: scs-extension upn: m365sc3138350 model: sc-3138-35 serial: (B)(6) batch: 17919976 / 18338879 / 18338879 / 18338879 UDI: ((B)(4).